Event description:
It was reported that the peek vertebral body spacer broke during impaction. The device was reportedly 3/4 of the way into the disc space at the time that the back portion of the device fractured off. The surgeon reportedly continued with the implantation, and impacted the device into "good position". No pt complications were reported.

Manufacturer narrative:
The broken off pieces were returned to the MFR for eval. Evaluation of the returned pieces revealed an indention/groove about 1.5 mm from the threaded insertion hole. This suggests torque was applied during impaction. Based on indention, the implant was impacted fairly hard. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.